Event description:
It was reported that, "staff reported that the unit shut off during therapy and they had to reboot the pump to get therapy to start again". The pump was exchanged for another pump. No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.